Event description:
It was reported that when breaking in the bone, the anchor is broken in two parts. The broken parts were removed with a grasper. No significant delay or patient injury reported.

Manufacturer narrative:
Two 72202901 footprint ultra pk 4.5 mm suture anchor devices returned. These devices are not serialized. The devices arrived unmarked/unidentified so we are unable to determine which device is aligned to which complaint number. They will be evaluated together and retained together. Both devices have the same lot number and were opened with the same allegation: ¿it was reported that when breaking in the bone, the anchor is broken in two parts¿. Bone quality, prep instrument and size were not forwarded. The evaluation is based upon physical condition of products received. The first device has a strand of suture tangled around the handle of the device. There is no anchor attached. The torque limiter is functional. Audible click is heard with advancement. The inner shaft is bent and with rotation the distal end rotates off axis. Device number two was received with no suture. A portion of anchor is attached to the inner shaft. The inner shaft is quite visibly bent 90 degrees. This torque limiter is functional. Audible click is heard with advancement. There is another portion of an anchor found floating free inside the box that may be the broken half mentioned in the complaint description. If so, this would constitute one of two anchors used. The complaint listed that the broken parts were removed with a grasper. Both devices have acquired damages that are symptomatic of off axis insertion attempts. No related observations were reported during the manufacturing run of this product. No root cause related to the manufacturing of this device can be confirmed.